Event description:
The pt "has less on time" than before. Pt was experiencing more falls and was told by their doctor that falls are a side effect of the therapy long-term. Further follow-up was not possible.

Manufacturer narrative:
(B)(4).